Event description:
It was reported the device switches on and off by itself. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. However it was noted that the upper and lower cases were broken, the ring cover was broken, the lead flex cover was broken, the battery contacts were compressed, the keyboard was scratched, one inter-board connect ribbon was not aligned properly with the connector on the display and the main printed circuit board (pcb) was out of specification. Further analysis was performed on the main pcb. This analysis found that the battery removal failure was caused by a capacitor component failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.